Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occured. The lesion being treated was a 3.5mm, 70% stenosed, moderately calcified and tortuous 34mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilation with a non bsc 3.0x15mm balloon and placement of a 3.50x24mm and 3.50x16mm taxus liberte' study stents. The lesion was post dilated with a non bsc 5.0x10mm device. Balloon withdrawal resistance was observed with the 3.50x24mm stent. There were no further reported complications.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.